Event description:
It was reported that during surgery, impactor head broke in half during impaction. No pieces fell into surgical site. All pieces were recovered and accounted for. Smith and nephew backup was used to complete case. No delay to procedure, no injury to patient.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation, the reported event could not be confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch/failure mode.damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.